Event description:
It was reported that the customer's insulin pump alarmed motor error several times during the day. It was stated that the alarms occurred more often than before. Recommended that the customer should stop using the insulin pump as motor error occurred more then twice within thirty days. It was stated that the customer had the same issue with the loaner insulin pump. Explained that the alarms were not caused by anything the customer did incorrectly, but recommended is safe not to use. Advised to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk.